Event description:
It was reported that the patient had the ambicor penile prosthesis removed due to it would not stay inflated. A new inflatable penile prosthesis consisting of 18 cm x 12 mm cylinders, pump, and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the implant was not working and would not inflate. The onset of the event leading to the revision surgery was a month prior to surgical date. The cause or suspected cause for the event was injury to the implant due to use. The patient was recovering well.